Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence positioning difficulties include anatomy landmark visibility, patient pre-existing conditions such as calcification levels, compliance of the native anatomy, procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. A conclusive cause of the valve being positioned ¿low¿ could not be determined from the limited information available. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The final implant depth for this valve is unknown. However, it was reported that the pvl resulted due to suboptimal position as the valve was positioned ¿low¿ in the aortic annulus.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned low and could not be pulled up in the proper position resulting in moderate paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted and resolved the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.